Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and damaged along the lead and at the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. Imaging confirmed migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.